Event description:
It was reported that during a sleeve gastrectomy procedure, to free the greater curvature, the blue button got stuck and the generator (gen11) feedback did not release energy. This happened twice, after which the scissors worked again. However, after two uses (meeting the full course and waiting for the sound of the generator with tissue between mandibas) did not allow the power delivery blocking button. The product was changed and the new scissors worked fine with the same generator. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no issues with the functionality of the instrument buttons. Additionally there were no continuous activation issues noted. The device activated as intended, no conclusion could be reached as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.